Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after charging for a while, the charge light goes out and the battery dies. The unit charge light will come on and then go out but the battery will not be fully charged. There was no reported patient involvement.